Event description:
It was reported that during the left ventricular (lv) lead implant, tried multiple target vascular sites for intraoperative testing and the thresholds were all high. The myocardial condition was very poor, and the patient could not be successfully implanted withthe lv lead. So, the lead was changed to a left bundle branch area lead, but the electrical parameters were still not good, and the threshold was high. The left bundle branch area lead was implanted and remains in use. During use of the delivery catheter, a kink occurred and the guide catheter was changed to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.